Event description:
Per the clinic, the patient experienced sound loss and no connection with the internal device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the correct initial facility/importer date of awareness is march 14, 2025; not may 8, 2025 as previously reported. Based on clinical symptoms and troubleshooting performed on march 14, 2025, it was determined that the results are consistent with a device malfunction.